Event description:
It was reported that holster was giving choppy specimens from the beginning of the breast biopsy. The eval of the connections demonstrated that the ends were rusty and not a solid connection. The biopsy was completed without a consequences to the pt.

Manufacturer narrative:
Eval summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer's complaint and found damage to the blue and green cable was causing unit to have tissue sample issues. They also found that a worn safety latch was causing unit to fire when in the lock position. To correct the customer's complaint the analysis site replaced the blue and green cables, safety latch and the e-clip that was damaged during the disassembly of the unit. After servicing the unit passed all qa functional testing. The device history record has been reviewed and has passed qa inspection. Complaint info is trended on a regular basis to determine if further investigation is warranted.